Event description:
Two patients tested on the suspect device and both are having difficulty being stabilized with coumadin. Device results stated were 7.9 and 5.0 inr. Corresponding iab inrs were 5.4 and 3.5. Controls reported in range. Treatment consisted of holding the next dose of coumadin.